Event description:
It was further reported: on (B)(6) 2018, patient underwent left open proximal ulna fracture debridement and irrigation open reduction internal fixation. On (B)(6) 2018, patient just was reaching out and felt a snap in her forearm, and found to have broken plate and empty screw in the fracture area. On (B)(6) 2019, she underwent left ulnar fracture delayed union, takedown and removal of broken hardware and revision open reduction internal fixator.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a: patient height reported as 160.02cm. A1, a2. B5, b6, b7. D1, d6, d10. H6: codes updated to imdrf. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found to be a duplicate of a previously reported complaint, (B)(4). Information related to this event is captured on manufacturer report number 2939274-2021-05344.

Manufacturer narrative:
510k: this report is for unknown quantity of unknown screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a lawyer. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a patient underwent an unknown procedure and was implanted with an unknown synthes hardware. The patient suffered from significant damages due to the defective hardware that was implanted in the patient¿s arm. This report is for unknown quantity of unknown screws. This is report 2 of 2 for complaint (B)(4).